Event description:
During an angiogram of the right lower extremity, a glide catheter was passed from the femoral artery, up the left lower extremity to deliver the contrast injection. The catheter was removed at the end of the case. On repeat imaging several days later, a retained catheter fragment was observed in the left popliteal artery. This required removal by interventional radiology. The patient has undergone repeated duplex imaging which has demonstrated healing of the artery. Manufacturer response for end-hole catheter, glide catheter (per site reporter). The manufacturer suggested that sheer forces must have exceeded the tolerance of the catheter leading to the tip coming off. This has not been noted previously and they have recorded this event in their safety database.